Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed due to the response button being missing, causing the buttons to be non-functional. The cause of the inability to activate the monitor is the missing response button. The root cause of the missing response button was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.